Event description:
It was reported that the "buttons" on the pump were sticking or delayed in responding to touch, and customer did not provide if the allegation was in reference to the wake button on the pump or touchscreen buttons. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.